Event description:
It was reported the pt's pump device was replaced. It was stated the pump had a motor stall which was confirmed by a (B)(4) and the pump logs. The logs showed three stalls and two restarts, and the pump was stalled at the time of report. It was stated the pt was taking oral medication as their pain had "increased slightly." The medications being delivered via the device system were dilaudid, clonidine, bupivicaine, and lioresal. A pt outcome was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)